Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that they need a field service engineer (fse) onsite to review the alarm logs due to an unknown patient incident.

Event description:
The customer reports that they need a field service engineer (fse) onsite to review the alarm logs due to a patient incident. The device was in use. Patient outcome is unknown.